Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information. Received from synthes (B)(4). The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a surgery on an unknown date, it was noticed that two of the multilock screws backed out from the humeral nail. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment, not diagnosis. Results previously reported on follow-up number one.